Event description:
It was reported that the sponge of a minicap fell out of the device before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacturing date for this lot was 04/24/14-05/2/14. A review of all batch record documents was performed for lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An actual device was received for evaluation. The sample was visually inspected and the sponge was present in the minicaps. The reported event could not be verified and the device was determined to meet all specifications related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.